Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient has a pinched nerve in the back and most days they are barely able to walk, it is acute pain and excruciating with a walker. The consumer stated that patient frequently falls, on average twice a week. Consumer stated that patient had an x-ray in (B)(6) of 2017 and everything appeared normal but they are trying to set up an MRI to possibly see tissue/nerves and check if implant components have migrated. Consumer stated that they informed manufacturing representative (rep) to try to coordinate getting implant checked, since they can't tell whether it is working. Consumer stated patient was dropped by his hcp since he had been given tramadol by consumer. Consumer stated they are trying to locate a new health care professional (hcp). Consumer indicated fall could be related to the issue. The caller stated that based on x-rays it appeared that the cables to the battery are hanging/dangling (clarified to sound like migrated) and are irritating the patient. The patient has been to the emergency room a few times and has a burning sensation near the battery. The patient will be seeing dr (B)(6) on (B)(6) to address the aforementioned issues. The patient had a knee replacement which added to the pain, but the simulator was implanted for the patient's back and didn't really help with the knee pain. The issue is currently not resolved. The patient's weight was not known.